Event description:
It was reported that after an atrial fibrillation (afib) procedure, the patient became hypotensive and a pericardial effusion was noticed. A pericardialcentesis was performed and a drain was performed. Multiple attempts have been made to request additional information regarding this event, however no additional information was provided at this time.

Manufacturer narrative:
Concomitant products used during the procedure: 1. Carto 3 system, model #: fg-5400-00m, serial #: (B)(4). 2. Stockert 70 system: model #: m-5463-01, serial #: (B)(4). 3. Cool flow pump: model #: m-5491-02, serial #: (B)(4). 4. Webster 8 pole catheter: model #: d-1079-213-s, lot#: 15792640m. (B)(4).

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).